Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace and shock impedance measurements. Dislodgement of the rv lead was confirmed via x-ray imaging. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This complaint is associated with clinical study ID:(B)(4).

Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace and shock impedance measurements. Dislodgement of the rv lead was confirmed via x-ray imaging. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This complaint is associated with clinical study ID: c1924. To date, this lead has not been returned to boston scientific. Should it be returned in the future, laboratory analysis will be performed, and an updated report will be issued.